Event description:
It was reported that the entire system was explanted due to infection.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. 4543, (B)(4). Review of quality records. Device evaluation anticipated, but not yet begun.